Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemi-colectomy procedure, three instruments (monopolar curved scissors, cadiere forceps, fenestrated bipolar forceps) burned, and the surgeon made the clinical decision to convert to laparoscopy. The cause of the operative complications is unknown.

Event description:
It was reported that during a da vinci-assisted right hemi-colectomy procedure, three instruments (monopolar curved scissors, cadiere forceps, fenestrated bipolar forceps) burned, and the surgeon made the clinical decision to convert to laparoscopy. The three instruments were inspected prior to use and no damage was noted. The generator/electrosurgical unit (esu) used during the procedure was a covidien valleylab fx8 with the settings used at 38 for cutting, 30 for coagulation. Per the technical support engineer (tse), the instruments were "just at the beginning to use" prior to the burning event. The instrument tips did not collide with any other instruments or tools during the procedure. The grounding pad was properly placed on the patient. Per the tse, a burn mark appeared around one of the incision ports, which was identified during the surgical procedure. There was no damage or abnormalities observed with the instruments during use. The site's conclusions regarding the event is that the equipment used was normal. Per the tse, no malfunction of an intuitive surgical, inc. (Isi) system, instrument or accessory occurred. The patient did not experience post-operative complications and the patient was reported to be ¿okay¿. The field engineer (fe) was onsite the next day to check the system and performed sv and est. The system¿s functionality was found to be normal, and all tests passed. The system was used in a surgery the day after fe checks and finished successfully. No critical errors were observed in the system error log.